Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system to treat patent forame ovale (pfo). During the procedure, deformation with a mushrooming effect on right disc of occluder was observed, which resulted in improper deployment of the occluder. The right disc was manipulated using the cable to flatten it after deployment. However, the issue, still persisted. The procedure was then successfully completed with a new unknown device using an unknown delivery system. There was no angulation or kink noted in the delivery system. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.